Event description:
It was reported that shaft break occurred a 3.0mm x 10mm flextome cutting balloon monorail was selected to treat a severely calcified right coronary artery (rca). During procedure, while the physician was trying to advance the cutting balloon to the target lesion, a lot of resistance was encountered. The physician had to push the catheter very hard and when he did that, he actually broke the catheter on the proximal shaft about 10-12 inches from the hub. The catheter just snapped in two. The rest of the catheter was in the body but the end was still sticking out of the non bsc guide catheter so he was able to pull the balloon catheter out with no problem. The procedure was completed with a 3.0x10 non bsc balloon catheter. No patient complications reported and patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed the following: catheter shaft: the returned device confirmed a hypotube shaft break at 257 mm from the hub. The hypotube was also kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. Balloon/blades/tip: no damage was noted to the tip, balloon or blades of the device. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).